Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed.the customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer (fse) attempted to assist the customer remotely and used diagnostic mode to release cubie pockets, but the nurse lacked permission to recover the storage space. Later, the fse ejected the cubie pockets using hardware test application, shut down the device, and replaced the row board cable and cubie trays to resolve the issue. The system functioned as intended after field service engineer repaired the device.